Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for ortho surgery and was found to have low speed advisory and low flow alarms. The patient was placed on batteries and x-rays of driveline were obtained. Log files captured on (B)(6) 2022 and (B)(6) 2022, 1 low speed hazard and 8 low speed operations. These issues only appeared to have occurred while the ventricular assist device (vad) was connected to the power module. Tech services arrived onsite for the perc lead repair. The perc lead replacement was performed 5 inches from the exit site. After the repair the patient had a reoccurrence of low-speed advisories and pump stop events. The patient was scheduled to be discharged with a power module ungrounded cable.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that would have contributed to the reported low speed and pump stop events. Although a specific cause could not be conclusively determined during this evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log files appeared to be consistent with potential driveline wire compromise. Two system controller log files contained overlapping data from 30oct2022 through 23nov2022. Multiple low speed and pump stop events were captured on 16nov2022, 17nov2022, and 22nov2022 while the patient was connected to the power module (pm). A distal-end driveline replacement was performed on 22nov2022 and approximately 17¿¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The silicone jacket, bionate cover, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the driveline wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage through the insulation of any of the driveline wires. Incidental findings: evaluation of the replaced external portion of the driveline revealed cosmetic damage to the silicone jacket the patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number vad-61691, and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. C, and the heartmate ii patient handbook, rev. C are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.